Event description:
Boston scientific received information that a field representative didn't save to disk and thought that the patient's implantable cardioverter defibrillator (ICD) was turned off when the ICD reached elective replacement indicator (eri); however, the ICD beeped again and asked how to turn the beeping off. The patient was scheduled a device change out. A boston scientific technical services (ts) stated that ICD could be turned off each time but will retrigger each time. The ICD was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. Initial analysis indicated that the device never triggered replacement indicator while implanted. The product analysis concluded that a fault code and premature depletion are a result of a high current drain caused by a leaky ceramic battery bypass capacitors. The beeping allegation was addressed at that time. The device was clinically out of specifications.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.